Manufacturer narrative:
The customer found a leak from tubing in the e-lyse pumps pm6 and pm7. This pair of reagent pumps dispense erythrolyse ii reagent through the peltier module to the mixing chamber mc1. The customer replaced the tubing and the instrument ran without leaks or errors. (B)(4).

Event description:
The customer reported an uncontained fluid leak under the right front corner of the coulter hmx hematology analyzer with autoloader. The customer reported that the instrument was not generating differential results for the controls. The instrument operator was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection during the event. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event. A beckman coulter customer technical service (cts) assisted the customer via phone call.